Event description:
Olympus was informed that during an unspecified procedure, a boston scientific esophageal stent dislodged from the endoscope and fell into the pt's body cavity. The stent was reportedly retrieved with an unidentified grasping device. There were no reports of pt infection or cross contamination.

Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported that it was unk as to how long the stent had been lodged inside the instrument channel of the subject device. The endoscope had reportedly been used multiple times prior to the stent dislodging, and there had been no reports of blockage prior to the procedure. The device referenced in this report was returned to olympus for eval. The instrument channel and the suction channel of the subject device were inspected with a boroscope. No damage, restrictions, or foreign objects were observed in the instrument channel. Based upon the results of this investigation, the reported phenomenon appears to be due to inadequate reprocessing. An olympus endoscope svc specialist has been dispatched to review appropriate reprocessing endoscopes with the user facility. The device has been serviced and returned to the customer. This report is being submitted as an MDR in an abundance of caution.